Event description:
Reference reg report #3004209178-2013-16248.

Event description:
It was later reported that the patient's symptoms were now being helped, but said "it took til a year after the implant until it started helping". The patient noted: "my bladder is better than its been in a long time" and "I am getting good results, better than it's been in the last year, and it took me just about a year after the implant to get it working". A problem with the patient programmer was reported. The patient still had the programmer in its box and hadn't used it since the implant. The patient tried to turn power on but it appeared batteries were depleted. Patient services recommended changing batteries and then told the patient to call patient services for instructions on how to use the programmer to turn stimulation off for a CT scan if she has to have one. The following service or education issue(s) were observed by patient services agent: patient lacked basic understanding of patient programmer use. It was also noted that compatibility guidelines were requested for the following: MRI. Lumbar scan "because my back is screwed up with stenosis". The scan was not related to her manufacturer's therapy. Compatibility guidelines were requested for the following: CT/cat scans.

Event description:
It was reported that a patient experienced a loss of therapeutic effect and a loss of bladder control. It was stated that at first the therapy "worked great" for the patient and they did not have any accidents. It was stated that the patient had stimulation set at 30v. It was not clear if they meant 30 or 3.0 v. It was noted that "the last couple of days" the patient has started to have "leaking and little accidents". It was reported that the patient turned the stimulation up to 40v the night before the report, and it was "like a damn breaking". It was stated that the patient had "warm urine all over the place". It was stated that the patient turned stimulation down to 30v. It was noted that the stimulation "helped some", but the patient was still going to the bathroom every 15 minutes. It was reported that the patient felt as though her symptoms were the same as before she got the system implanted. It was reported that the patient did not feel stimulation, and she did not feel it when she turned it up to 40v. It was reported that the patient was at 10.20 and stimulation was on. It was noted that the patient did not feel anything. It was reported that the patient turned it up to 10.80 and she felt "a little heat" in her butt. The patient clarified that she was "feeling it in her bike seat area".-## #-from pe(B)(4). It was reported that the patient was still experiencing symptoms even though her stim was at 2.50 v. The patient had not achieved symptom relief since ins was implanted. The patient could not raise stim any higher because stim starts to buzz and caused a stinging sensation and was uncomfortable. The patient had a gushing when she stood up. It was noted that the healthcare provider told the patient they needed a bladder sling to hold up bladder. Per the reporter, the healthcare provider noted "both things" (sling <(>&<)> ins) are for the gushing. Then patient noted they were not sure. The patient made several attempts to establish communication. The patient was in the hospital with a broken leg and had limited mobility. The patient was able to get communication. The patient was currently programmed to group b prog 1 at 3.50v, not the 2.50v the caller initially reported. Group b prog 2 at 1.25v was increased to 1.60v . Additional information received noted that cause of event was noted as infection of device; no elements of device. There were no abnormal impedance measurements. Surgical intervention had not occurred. 2013 (B)(6) CT - no evidence abscess, had cellulitis of ipg site. IV antibiotics completed 2013 (B)(6). Hospitalization was required. Patient outcome was serious injury illness, recovered without sequelae.

Manufacturer narrative:
Product ID 3889-28 lot# va09b8s, implanted: 2013 (B)(6); product type lead product ID 3889-28 lot# va09b8s, implanted: 2013 (B)(6); product type lead product ID 3708320 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708320 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension (B)(4). The device was used for an off label indication.